Event description:
During a bi-lateral total hip arthroplasty procedure the doctor placed the aquamantys3 8.2l bipolar sealer with cutting between the leg of the patient and the surgical draping. When the leg of the patient was manipulated the leg was placed against the device causing the device to activate. The activation tone alerted the user and the device was removed and a small burn was identified on the ankle of the patient. The burn was determined to not be severe.

Manufacturer narrative:
This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.